Event description:
It was reported that during a left internal carotid artery stenting procedure, after post dilatation with a non-abbott balloon and rx acculink stent placement, the patient experienced bradycardia which was treated with one dose of atropine and resolved. The patient also experienced hypotension which was treated with IV fluids and a neo-synephrine infusion. The hypotension resolved two days after the procedure. Additionally, the patient experienced a stroke with left eye transient blindness, right facial droop and paralysis of his right arm. The intravascular ultrasound revealed stagnant flow below the emboshield nav6 filter. Emboli were aspirated from the filter prior to filter removal. The left eye blindness resolved, within an hour the patient was able to move his right arm and speech cleared within 24 hours. The patient's right sided weakness continues but is improving. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, embolism and visual disturbances are known adverse events as listed in the product instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.